Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic bypass-bariatric surgery, the stapler was able to fire, but staple line was insecure/inadequate. Difficulty in closing jaws/positioning device was also noted. The doctor needed to perform a manual suture to close the unstapled space in the enteroenteral anastomosis. It was necessary to perform an intervention to reduce the anastomotic mouth and when performing the dimethylene blue test it did not pass, so again the treatment had to redo. There was unanticipated tissue loss and tissue damage (serosa loss from the intestinal loop) as a result of this problem. Surgical time around 40 minutes was also extended.